Event description:
It was reported that during a stenting treatment procedure, deflation and removal difficulties were encountered and a shaft break occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the left iliac artery. The 10x40mm express ld stent delivery system (sds) was advanced over the iliac bifurcation and the stent was deployed at 14-16atms; however, the balloon of the sds would not deflate. The physician attempted to re-inflate and deflate the balloon. The balloon had become stuck in the stent and during removal attempts the distal end of the sds detached and the balloon remained inside the stent. The physician then accessed the left femoral artery and used a non bsc goose neck snare to remove the balloon from the patient successfully. The balloon was noted to still be slightly inflated upon removal. Post-dilation of the express ld stent was performed with good results. There were no additional patient complications reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).